Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that shaft break on a segment that cannot enter the body occurred. The target lesion was located in the posterior tibial artery of the left lower leg. A 3.00mm x 30mm emerge¿ balloon catheter was selected for use to dilate the lesion. In an attempt to advance the device into the wire, the device was separated in a portion where the wire should come out of the balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good and stable. However, device analysis revealed shaft separation and balloon tear.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was blood and contrast in the inflation lumen. There were numerous hypotube and shaft kinks. The inner and outer shafts were completely separated at the guidewire exit notch. The fractured faces were stretched and jagged, which indicates that the separation was due to tensile overload. The inner shaft within the balloon was buckled. The outer shaft was stretched. There was no evidence of any material or manufacturing deficiencies with the corewire. The balloon had a complete circumferential tear 2mm from the tip. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).